Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user received a false hypoglycemia alert due to a sensor inaccuracy.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the reported event could not be confirmed as there was no corresponding calibration entered by the user. However, it was observed that the system displayed a temporary mismatch between the sensor readings and fingerstick measurements around the time of the incident as it was only a few days after the insertion, when the insertion site was still healing, and the sensor was likely still stabilizing after insertion. Once the sensor stabilized after insertion, the system began performing within expectations, and there was better accuracy between the sensor readings and fingerstick measurements. The user did not require medical attention and didn't need to self-resolve the event as the blood glucose (bg) was in normal range. Per dms, the user is currently using the system with up-to-date information. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.